Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the defective o2 pressure regulator. Alarm was triggered with software version v6.0.1900.0 (including the revised alarm 388 alarm criterion). Investigation on affected part came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that this pressure regulator is indeed defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, a vyaire field service representative( fsr) evaluated the device onsite and installed a new inspiratory block and o2 cell. The unit was re calibrated and tested and there was no error message throughout the test. Oxygen levels were stable at 50 with hospitals test equipment as well. Log files, pictures and video has been sent to technical team for evaluation. Block has exchanged and shipped to palm spring then will then be shipped to imt ag for investigation. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 us has alarm 388 "no o2 dosing possible. " during patient use. Fio2 readings was not stable it goes up to 53 or 54% then drop to 37% - 24% then back to 42% and 50%. This happened every 30 sec to 1 min. At this time there was no known impact or consequences to patient reported from this event.